Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor glucose was alarming. The customer also reported that the sensor was giving inaccurate readings. The customer's blood glucose was 146 mg/dl at the time of incident. The customer had blood glucose of 100 mg/dl and sensor glucose was 40 mg/dl. The customer stated that the alert type was set to vibrate but still alerting with sound. The representative explained to the customer that unattended alarms will sound. The sensor will not be returned for analysis.